Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the irregular movement which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing the mr to 2. The second clip delivery system (cds 60621u249) was prepared for use. While steering the cds down to the mitral valve with the m/l knob and checking the trajectory of the clip, the cds was curving 30-50 degrees (very medial), and steering toward the first clip. The m-knob was released further and further, and the position of the cds in the stabilizer was adjusted; however, it was not possible to get a straight curve with the delivery catheter shaft. The decision was made to remove the cds and replace the device to avoid contact with the first clip. The new cds was used without issue. Two clips were implanted, reducing the mr to 1. There were no adverse patient effects. There was a delay noted, but was not clinically significant to the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue/difficulty positioning the device in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.